Manufacturer narrative:
Correction: h6 - medical device code - updated from 2907 to 3026 due to change in reported device malfunction per reporter updates. Manufacturing narrative: two 60-6085-201a returned opened in original packaging. The lot number of the devices - 202104261 was verified. A visual inspection confirmed the spinning handle on one of the returned 60-6085-201a. The handle was opened to inspect the tube and the white tube was cracked and broken in the middle with the metal tube separated. The second 60-6085-201a did not display parts of device disassembled. All pieces were returned on the v-care. The white cuff was raised slightly, however, still securely on the device. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. There are two complaints for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 44 complaints, regarding 61 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised prior to removal, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 60-6085-201a, was being used during a robotic hysterectomy on (B)(6) 2021 when it was reported ¿I have another v-care that disassembled during a case and the handle was loose. We were able to get all pieces. I have the packaging and product.¿ there was no report of delay in the completion of the procedure. The device components were retrieved from the patient. There was no report of injury, medical intervention, or hospitalization for the patient. Update: 30sep21 - after receipt of devices, qty 2, it was found the devices did not show any disassembly of the devices. The reporter updated their report of this incident to say that only the handle was loose and spinning. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device not yet received.

Event description:
The customer reported that the device, 60-6085-201a, was being used during a robotic hysterectomy on (B)(6) 2021 when it was reported ¿I have another v-care that disassembled during a case and the handle was loose. We were able to get all pieces. I have the packaging and product.¿ there was no report of delay in the completion of the procedure. The device components were retrieved from the patient. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.